Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation after use in the procedure in the packaging position with the full loader assembly over flex shaft and stopcock on balloon port. Atrion was returned attached to the stopcock. The delivery system was visually inspected, and there was 35ml of fluid to balloon port and stopcock. The system was returned at default position and locked, with about 80% fine adjust used. The complaint was evaluated by visual inspection and functional testing. A device history records (DHR) review. The related work orders were reviewed and did not reveal any issues that may have contributed to the reported event. A review of complaint history from december 2018 to november 2019 for the edwards commander delivery system (all models and sizes) revealed other similar with returned devices. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A complaint was unable to be confirmed. Available information suggested that patient factors (tortuous anatomy) may have contributed to the event. No labeling inadequacies or manufacturing non-conformances were identified. A review of complaint data for november 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. The delivery system underwent multiple processes and 100% inspections during manufacturing. Additionally, all manufacturing lots undergo product verification (pv) testing on a sampling plan. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. Instructions for use (IFU) and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. The complaint was unable to be confirmed as relevant imagery was not provided. No potential manufacturing non-conformances were identified as the device met functional testing (inflation/deflation time). Visual inspection of the device did not reveal any abnormalities. A review of the DHR, lot history, complaint history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. It is possible that the balloon was overinflated as the device was returned with approximately 35ml of fluid in the atrion. The nominal inflation volume for 29mm commander delivery systems is 33ml. Deflation may appear to take longer if the balloon was overinflated. However, follow-up with the site stated that the overall inflation/deflation time was probably 5-10 seconds, which meets specification. Additionally, functional testing of the returned device also showed the device met inflation/deflation time specification. Although a definitive root cause is unable to be determined, available information suggests the reported event was due to procedural factors (additional inflation volume). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No product non-conformance , labeling or IFU inadequacies have been identified during this investigation and review of complaint history revealed that the occurrence rate did not exceed control limit for the applicable trend category. Therefore, neither a product risk assessment escalation, nor corrective or preventative action is required at this time.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the team felt it took longer than usual (probably 5-10 seconds) to deflate the 29mm commander delivery system after valve deployment. She clarified that once the plunger was all the way back, it took 5-10 seconds total for the balloon to completely deflate. The delivery system was able to be deflated. There was no injury to the patient. Per the fcs, nothing abnormal was noted during prep, although they only inflated using a very small amount of fluid. No kinks were noted. Regarding a possible root cause, according to the team ¿it seems more air comes back¿ in the indeflator, which ¿could make it more difficult to deflate quickly¿. The ratio of contrast to saline in the inflation medium was 85% heparine saline to 15% contrast.